Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap does not show any fracture; the metal cap is detached and not returned; the glass cap exhibits severe devitrification at the output area. Probable root cause: based on the device analysis, the product complaint of "fiber cap fractured" could not be confirmed; a metal cap detachment was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 215,557 joules while using the surgical fiber, the fiber cap was fractured / damaged. Time expended: 24 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.